Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned by using the other pan handle built in the geo module. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the new pan handle was defective, registering input even when not pressed. On (B)(6) 2026 a similar issue was reported again, fse resolved the issue by replacing the pan handle. After replacing the pan handle, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed as planned on the same system by utilizing the alternative pan handle integrated within the geo module. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the float tabletop key was activated at start-up, which caused the system to take an extended time to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.